Event description:
The suit alleges that on or about 3/17/94 the pt was implanted with the device. The suit then alleges that within 2 yrs of the initial surgery the device broke and required revision.